Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. The device was received for analysis. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The proximal shaft 17cm distal of the strain relief was twisted, damaged and partially separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that a kink occurred. An angiojet ultra pe catheter was selected for a thrombectomy procedure for a pulmonary embolism. Upon unpacking the device during preparation, outside of the patient, the physician noted a kink point in the catheter's deep proximal connecting dot; the device was not usable for the procedure. The catheter was exchanged with a different device, and the procedure was completed successfully. No patient complications were reported and the patient's status after the procedure was stable. However, device analysis revealed a partial shaft separation.